Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the procedure of laryngectomy, an arterial access catheter is used in the patient, when removing the catheter we can see that the swg shows resistance - once it is removed we can observed that there is a kink.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo of a single guide wire for evaluation. The guide wire appeared to have one distinct kink. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The customer report of a kinked guide wire was confirmed by visual examination of the customer supplied photo. However, complaint ve rification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during the procedure of laryngectomy, an arterial access catheter is used in the patient, when removing the catheter we can see that the swg shows resistance - once it is removed we can observed that there is a kink.